Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 409 mg/dl. Customer did not want troubleshoot as customer took medications for asthma. No further patient complications were reported. It was unknown that customer was using auto mode at the time of event. Troubleshooting was performed and the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.